Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance with a confirmed fracture, and oversensing. The lead was reprogrammed and remained in use. However, the lead was later removed due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008; 407652 lead, implanted: (B)(6) 2014. (B)(4).